Event description:
The customer reported the fluoroscopic image was largely missing and exhibited line artifact effectively eliminating the ability to view a usable image. No pt death or serious was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The both system monitors were evaluated and replaced. The system was tested and found to be working as intended and returned to service.